Event description:
The pt received her scs system. It was reported that the pt was scheduled to have the ipg pocket site relocated because the pt was experiencing discomfort at the current site. It was reported that the pt also mentioned having difficulty charging her ipg. During the procedure on (B) (6) 2009, the physician decided to explant and replace the ipg. The ipg was returned to ans for evaluation. No further concerns have been reported from this pt.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirements as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.